Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device is suspected of having a premature battery depletion. At a routine device check in august 2020 the remaining battery longevity was one year, five months. At the routine device check today, the device had reached elective replacement indicator (eri). The device remains implanted. No adverse patient effects were reported. Additional information was received that a revision procedure was completed. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The device was returned, and analysis completed.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device is suspected of having a premature battery depletion. At a routine device check in (B)(6) 2020, the remaining battery longevity was one year, five months. At the routine device check today, the device had reached elective replacement indicator (eri). The device remains implanted. No adverse patient effects were reported. Additional information was received that a revision procedure was completed. A new device was implanted. Besides surgical intervention, no adverse patient effects were reported.